Event description:
It is reported that the patient was revised due to pain, osteolysis and loosening.

Manufacturer narrative:
This device is used for treatment. Review of the device history records did not identify any deviations or anomalies. A product history search identified no other complaints for the part and lot combinations of the articular surface or tibial component. Inspection of the returned articular surface identified pitting and backside wear. Measured dimensions for both components were conforming to print specifications. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. From the returned x-rays, it appears that the tibial component has subsided posteriorly, prr the nexgen cr, ps, cta, lps, and lcck knee pck insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.